Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor shows ¿hi¿ (a reading greater than 500 mg/dl) even when he was in hypoglycemia. He further reported that after receiving the reading he experienced a loss of consciousness. Customer was taken to a hospital where an unspecified laboratory result was received, customer was diagnosed with hypoglycemia and treated with glucose, via an unspecified route of administration. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported his adc freestyle libre sensor shows ¿hi¿ (a reading greater than 500 mg/dl) even when he was in hypoglycemia. He further reported that after receiving the reading he experienced a loss of consciousness. Customer was taken to a hospital where an unspecified laboratory result was received, customer was diagnosed with hypoglycemia and treated with glucose, via an unspecified route of administration. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Serial no has been updated from (B)(4) to (B)(4). Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. Therefore, no malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor shows ¿hi¿ (a reading greater than 500 mg/dl) even when he was in hypoglycemia. He further reported that after receiving the reading he experienced a loss of consciousness. Customer was taken to a hospital where an unspecified laboratory result was received, customer was diagnosed with hypoglycemia and treated with glucose, via an unspecified route of administration. No additional treatment was reported. There was no report of death or permanent injury associated with this event.